Event description:
A customer reported to beckman coulter inc. (Bci) that they received four 1950ml bottles of access wash buffer ii which leaked. No injury has been reported in connection with this event.

Manufacturer narrative:
Service was not dispatched for this event. Per customer, customer technical support to sent replacement. No additional information was provided.